Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
Additional information for the event reported on this date: the infusate was carmustine. The report stated that the alleged occlusion occurred after the drug had completed about half to three quarters of infusion. As a result, the bag was disconnected and the pharmacy re-calibrated the amount remaining to be infused and set up a new bag. The report stated all new tubing was sut up and the remainder of the drug was administered without complications. Reference manufacturer report numbers: 1649914-2015-00087, -00088, -00089, -00090, -00091.